Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was high, specific value was not provided. Customer gave a manual injection to address the high bg level. Reportedly, the customer declined further assistance from tandem technical support regarding the issue and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.